Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p, implant date: (B)(6) 2019; 459878 lead, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was not sensing all of the atrial fibrillation. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.